Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, a small piece of the housing (i.e., the blade inside the blade) broke off inside the patient. The broken piece was retrieved. It was further reported that the case was delayed a couple of minutes and there were no adverse consequences to the patient or user.